Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump was turned off and when the pump was turned back on the time was inaccurate. There was no reported impact to customer's blood glucose level. Customer stated they have not tested their blood glucose levels. Tandem technical support guided the customer through adjusting their pump time.